Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 250 ml of fluid in the reservoir. Visual examination of the unit confirmed the reported condition of a leak, observed at the connection of the blue winged luer cap. The root cause was determined to be user error; the cap was not securely tightened. After the cap was securely tightened, the leakage completely stopped. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. A labeling review found the directions for filling and priming adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
It was reported to baxter (B)(4) that two intermate lv 100 devices were leaking from the winged luer cap before use. This is report 1 of 2. The devices had been filled with 90 milligrams pamidronate in 250 milliliters 0.9% nacl inj. When the leaks were observed. There was no patient involvement. No additional information is available at this time.